Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump¿s black box data showed evidence of short battery life and battery alarms occurred. The returned battery cap threads were intact but the coin slot on the top of the cap was found to be damaged. The cap was able to fully tighten to the pump. The battery compartment was found to be cracked. No evidence of moisture corrosion was observed inside the battery compartment. The pump case was cracked in the upper right hand corner of display area. The pump¿s sleep current draw was not within specifications. The pump case was removed and evidence of moisture contamination was found on the transceiver board. The transceiver board was unplugged and current levels returned to required specifications. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.